Event description:
Confirmed fracture. Right atrial lead failure. The patient has a history of congenital complete heart block and underwent placement of a dual-chamber pacemaker in 1998. She has two pacesetter 1388 active fixation leads, one in the right atrial appendage and one in the right ventricular apex. Her original pacemaker generator was also a pacesetter, and this required replacement shortly after implant due to a recall. She then had another pacemaker generator replacement in 2016 for routine battery depletion. Recently, we have seen evidence of noise on her right atrial lead, which is a result of a breakdown of the right atrial lead conductor. Extraction of right atrial and right ventricular leads and pacemaker. Relmplantatlon of new dual chamber pacemaker. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).